Event description:
These cannulas have 'rough distal ends' and have caused several cases of unintentional cartilage damage. When following up with the rep to quantify the total incidents, he stated "it has happened at least 15 times (two other complaints have been opened). The cartilage looked "dented" or scuffed. They have not had to do any major repair other than resecting and smoothing the rough area. This complaint is being opened to capture the 13 additional reported times this issue has occurred. Lots: 50340376; 50338077 and 50342138.

Manufacturer narrative:
(B)(4).